Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo included in the complaint. The review is documented below. [Photo review]: the photo shows a detached stent inside a plastic bag. No other damage was observed. The issue documented in the complaint regarding the stent being impeded in in microcatheter hub and detachment after it was retracted cannot be evaluated based on the photo provided. However, the issue reported regarding the stent being separated prematurely from the delivery wire was confirmed based on the detached condition noted on the stent. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9854667. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an angioplasty procedure targeting the vertebral artery stenosis with no calcification or tortuosity in the blood vessel, the 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200 / 9854667) was impeded in the hub of the concomitant microcatheter (unspecified brand) and could not advance further. The physician retracted only the stent, but the stent component was found prematurely detached from the delivery wire after it was out of the y-connector. The physician replaced the stent to complete the procedure using the same original microcatheter. There was no report of any negative patient impact. A photo of the stent was included in the complaint. The photo will be reviewed by the product analysis team.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 31-dec-2025. [Additional information]: on 31-dec-2025, additional information was received. The information confirmed the procedure was an angioplasty targeting stenosis of the vertebral artery. There was no calcification or tortuosity in the target vessel. An adequate continuous flush was maintained through the microcatheter. Aside from the reported premature detachment of the stent, there was no damage noted on the stent / stent delivery system. The replacement stent was another 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200). The information also confirmed there was no delay in the procedure. Updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) the purpose of this MDR submission is to report that the product analysis lab received the complaint device on 09-jan-2026. The investigation was performed and completed on 14-jan-2026. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 22mm no distal tip enterprise vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The stent was observed detached from the delivery system. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded with both ends completely flared. The delivery wire underwent dimensional analysis, and all measurements were found to be within specifications, including those specifications that control the attachment and delivery of the stent. Therefore, device failure is not suspected to be a contributing factor. The issue reported in the complaint regarding the stent being prematurely released was confirmed since the stent was noted as already separated from the delivery system; based the detached condition noted, the issue regarding the stent being impeded in the hub of the concomitant microcatheter cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. Additionally, none of the returned components present damages that suggest that they were forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9854667. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: do not partially deploy the stent from the introducer. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.